Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the stent delivery system (sds) was not returned. The reported patient effects of dissection, perforation and cardiac tamponade are known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a radial retrograde access approach during a procedure of the myocardial bridge of the left anterior descending artery direct stenting was performed with a 3.0 x 28 mm xience xpedition stent being deployed at 17 atmosphere (atm). It was noted that after balloon deflation and during removal of the stent delivery system (sds) a distal edge dissection and perforation was noted when the patient vital signs declined and the patient coded. Unspecified interventional measures were performed and the patient was stabilized and transported to surgery where a window was placed and pericardiocentesis was completed and unspecified additional intervention/vessel treatment. The patient was reported as stable post procedures. No additional information was provided.